Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in the (B)(6) of bacterial peritonitis and purulent discharge on the pd site in a patient coincident with dianeal pd2 unknown bag for continuous ambulatory peritoneal dialysis (capd). At the time of the report, dianeal therapy was discontinued for 2 weeks. On (B)(6) 2012, the physician stated that the patient experienced peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was subsequently hospitalized. The cause of the peritonitis was due to a purulent discharge on the pd site. The patient was treated with vancomycin (500mg, intravenously (IV) in 100cc pnss, frequency not reported), chloramphenicol (750mg, IV, frequency not reported) and pd rest for 2 weeks.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.